Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® dryseal flex introducer sheath instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (i.e., dissection, rupture, perforation, tear, etc.). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore® excluder®aaa endoprosthesis devices. After deployment of the trunk-ipsilateral leg endoprosthesis, contralateral gate cannulation was attempted. However, the guidewire could not pass through the gate due to compression of the lower part of the bifurcation, caused by the angulation of the proximal neck. To facilitate cannulation, a 14 fr gore® dryseal flex introducer sheath was advanced over the guidewire, but the sheath insertion became difficult at the flexure of the left common iliac artery. When force was applied to advance the sheath, the tip of the inserted guidewire perforated the left common iliac artery. The ipsilateral leg of the trunk device was subsequently deployed, and balloon occlusion was performed at the proximal neck. The gate cannulation was eventually successful. A blood transfusion was required. To repair the perforation of the left common iliac artery, the left internal iliac artery was embolized, and a stent graft was deployed extending to the left external iliac artery. The patient tolerated the procedure well. The physician commented that he should not have insisted on advancing the sheath.